Manufacturer narrative:
Result: foot board shell. Shipping damage.

Event description:
It was reported by service report that the footboard was cracked at delivery. No adverse consequences have been reported.